Manufacturer narrative:
H10: the field service engineer (fse) replaced the front bezel to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is down because the nav-ring keeps skipping, and he believes it's under a recall. It was reported there was no patient involvement at the time the issue was discovered as it was discovered during patient set up which is outside of use. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states during set up the parameter changes are erratic due to nav-ring malfunction, green check mark is functional. The customer is requesting nav-ring front bezel replacement.